Manufacturer narrative:
The tp2 reagent expiration date was 31-aug-2021. Calibration and qc data was not provided. The customer stated qc was acceptable. The customer had initially stated the sample appeared fine, but upon follow-up, the customer stated there was a clot in the sample. The customer did not provide centrifugation information. The customer declined service stating only the one sample was affected. The customer has had no further issues. As the customer declined to provide any further information, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
Na.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for total protein gen.2 (tp2) on a cobas 6000 c (501) module. The initial result was 0.2 g/dl. This result was reported outside of the laboratory where the physician requested repeat testing. The repeat result was 6.2 g/dl. The tp2 reagent lot number was 479995. The expiration date was not provided.